Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
Dealer initially reports device is broken. On (B)(6) 2014 although dealer has received three emails there is no response to the questions.